Manufacturer narrative:
Section d6b: correction. Section h6 (health effect clinical and impact codes, medical device problem code): correction. Manufacturer's investigation conclusion: it was reported that the patient received a routine heart transplant. No device related issues were reported. It was communicated that the pump had operated as intended and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant.

Manufacturer narrative:
No further in formation was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient's transplant was routine as they were on the waiting list. The patient was not elevated on the transplant list secondary to a device or therapy related issue. The device operated as expected.